Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50, (B)(4), description: linear st lead with preloaded enhanced stylet - 50 cm.

Event description:
A report was received that the patient developed partial paralysis in her left leg. A CT scan taken showed that patient's epidural space was too narrow for the leads causing the paralysis. The physician decided to relocate the leads higher in the epidural space which resolved the reported event.